Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is scheduled for revision surgery due to femoral implant loosening.